Event description:
It was reported that a summit rod implanted in 2004 had broken post-op and a revision was performed in 2005. The summit si screws were re-used at the time and only the rod replaced. Later the summit si screws backed out and a second revision performed the following month. See also MDR: 1526439-2005-00056